Event description:
During closure of the patient¿s chest on (B)(6) 2018, the ethicon surgical steel monofilament needle broke off in the patient¿s sternum. Attempts to retrieve the fragment were unsuccessful. Diagnosis or reason for use: coronary artery bypass graft.